Event description:
The occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and successfully placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter. The physician advanced the aspiration catheter forward and before the aspiration was performed the occlusion balloon was noticed to be deflated. The pt is reported to be fine.